Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-05644. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced a 8mmx1.50mm apex push balloon to pre-dilate the lesion. The apex push balloon was inflated to 14atms but ruptured on the first inflation. Then the physician advanced a 8mmx1.50mm apex flex balloon to dilate the lesion further. The apex flex balloon was inflated once to an unknown pressure. On the second inflation the balloon ruptured at 14atms. The procedure was completed with a different unknown device. There were no patient complications reported and the patient's status was good.

Event description:
Same case as MFR# 2134265-2011-05644. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced a 8mmx1.50mm apex push balloon to pre-dilate the lesion. The apex push balloon was inflated to 14atms but ruptured on the first inflation. Then the physician advanced a 8mmx1.50mm apex flex balloon to dilate the lesion further. The apex flex balloon was inflated once to an unknown pressure. On the second inflation the balloon ruptured at 14atms. The procedure was completed with a different unknown device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found a large build-up of blood in the shaft. Several attempts were made to inflate the balloon without success. The device was immersed in warm water in an attempt to dissolve the solidified blood, however all additional attempts to inflate the balloon failed. A detailed microscopic examination of the balloon material could not identify any tears or pinholes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).